Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via right radial artery. The 90% stenosed, 94x3-4.00mm, eccentric, de novo target lesion was located in the proximal to distal right coronary artery (rca). After a 6f non-bsc guide catheter and a non-bsc guidewire were crossed the lesion, pre-dilation in the distal rca was performed with a 2.50 x 15 emerge balloon catheter. Further dilation was performed with a 3.00 x 15 emerge balloon catheter but failed to advance due to a kink on the shaft of the balloon. Another 3.00 x 15 emerge balloon catheter was then used. The proximal rca was then pre-dilated with a 3.5x15 emerge balloon catheter and a 3.00x48 synergy drug-eluting stent (des) was deployed in the mid to distal rca and a 3.50x48 synergy des in the proximal to mid rca. The proximal stented region of the rca was then post-dilated with a 4.00mm x 8mm nc emerge balloon catheter. However, during inflation, the balloon burst. The device was removed from the patient's body and the procedure was completed with a 4.00x12 nc emerge balloon catheter. No patient complications reported and the patient's status was stable.

Manufacturer narrative:
(A2) age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a kink at 20.4cm and 22.2cm distal from the strain relief and a shaft kink 24cm proximal from the tip. There was blood in the guidewire lumen. The balloon was tightly folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There were no issues detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via right radial artery. The 90% stenosed, 94x3-4.00mm, eccentric, de novo target lesion was located in the proximal to distal right coronary artery (rca). After a 6f non-bsc guide catheter and a non-bsc guidewire were crossed the lesion, pre-dilation in the distal rca was performed with a 2.50 x 15 emerge balloon catheter. Further dilation was performed with a 3.00 x 15 emerge balloon catheter but failed to advance due to a kink on the shaft of the balloon. Another 3.00 x 15 emerge balloon catheter was then used. The proximal rca was then pre-dilated with a 3.5x15 emerge balloon catheter and a 3.00x48 synergy drug-eluting stent (des) was deployed in the mid to distal rca and a 3.50x48 synergy des in the proximal to mid rca. The proximal stented region of the rca was then post-dilated with a 4.00mm x 8mm nc emerge balloon catheter. However, during inflation, the balloon burst. The device was removed from the patient's body and the procedure was completed with a 4.00x12 nc emerge balloon catheter. No patient complications reported and the patient's status was stable.